Manufacturer narrative:
The previous clamshell repair was covered in MFR: 2916596-2021-02234. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic with low speed operation/low flows on (B)(6) 2022. Definite twisting of external driveline was noted and the patient reportedly had prior clam shell repair. The patient also stated that their batteries were not holding charge like they used to. The patient has had a known sts with recent pump off alarms, while on batteries and/or ungrounded cable. The log file review did not show any low flows and only captured routine events. The external driveline repair was performed on (B)(6) 2022 without issues. The entire external portion up to the velour was replaced. No alarms were reported after the repair.

Manufacturer narrative:
Known short to shield requiring an ungrounded cable was previously reported under MFR # 2916596-2019-01995. D9:a portion of the percutaneous lead was returned for evaluation. Incidental finding of cosmetic damage to the driveline's outer silicone jacket was noted. Manufacturer's investigation conclusion: the evaluation confirmed driveline (dl) wire damage; however, a specific cause for this damage could not be conclusively determined. Additionally, review of the submitted log files could not confirm the reported low flow or pump stop events. A specific cause for these events could not be conclusively determined through this evaluation. The submitted log files captured a transient low speed event on 08aug2022 as the patient was supported by battery power. Based on previous complaint experience, this event could be indicative of a potential issue with the dl. The pump appeared to have operated as intended above the low speed limit before and after the low speed event. No low flow events/alarms or pump stops were observed through the files. The distal end of the dl was returned, measuring approximately 23¿ from the controller connector (cc). Electrical continuity testing of the replaced dl in the condition that it was received found all wires to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the dl. Upon disassembly, microscopic inspection of the underlying wires revealed an insulation breach on the black wire approximately 2.5" from the cc. Although a specific cause could not be conclusively determined, the observed damage to the insulation of the black wire appeared to be the result of repetitive flexing in this area. If the exposed conductor of the black wire made contact with the metal braided shield while the patient was operating on a grounded power source, a short to shield would have resulted. The damage to the black wire alone could not have caused the low speed event observed within the submitted log files while the patient was operating on the 14 volt batteries. The patient remains ongoing on heartmate ii left ventricular assist system (lvas). No further related events have been reported at this time. The relevant sections of the device history records and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ provides an explanation of all pump parameters, including pump flow. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses the assessment of pump flow. This section also addresses damage due to wear and fatigue of the driveline. Section 6 also outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller, as well as how to troubleshoot them. The heartmate ii lvas patient handbook is currently available. This document contains a section on ¿caring for the driveline; however, all heartmate ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use. The patient handbook also cautions all patients to call their hospital contact if they think, for any reasons, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
During the driveline repair it was noted that the driveline had multiple areas of kinks and twisting at the distal end and about midway to the exit site.